Event description:
Customer reported a past high blood glucose event with the specific value unknown, only described as "high." Cause was not known. Customer addressed the issue by administering a correction bolus via pump, and the control iq feature was active during the event. Frequent high blood glucose events were noted, but the customer declined additional assistance. Tandem technical support recommended consulting a healthcare professional to discuss factors affecting blood glucose levels, and the customer acknowledged this advice.